Event description:
The customer moisture damage and alarms. The alarms could not be cleared due to unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display followed by a constant tone due to moisture damage on the electronic assembly. Unable to verify no button response or alarms due to the frozen display and constant tone. The insulin pump also had moisture damage on the motor, vibrator and battery tube assembly.